Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device system was explanted due to infection. The infection was localized to the incision in the pocket. There were no complications with the system removal and the patient was in stable condition. The patient was placed on a temporary pacer and will be re-implanted later this week.